Event description:
It was reported that saline was leaking at the handle.

Manufacturer narrative:
Investigations have confirmed a leak in the handle of the catheter is caused by the lumen breaking at the edge of the catheter handle in the protecting tube. Review of the device history records confirmed this lot met mfg requirements prior to shipment. A quality improvement project was initiated to address this issue. Date report submitted to FDA by MFR: 10/01/2010. Date the initial reporter provided the info to the MFR: (B)(4) 2010.